Manufacturer narrative:
It was reported that the surgeon plans to resurface the patella. A procedure is planned to resurface the patella and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon plans to resurface the patella. A procedure is planned to resurface the patella and exchange the poly inserts.